Manufacturer narrative:
Visual, functional and dimensional analysis could not be performed as the device was not returned. Device and complaint history records could not be reviewed as a valid lot number was not provided and could not be obtained. It was reported from pmcf feedback for the cayman lumbar plates system that poor bone (type b&c) can have poor fixation resulting in weak purchase of the screws and that the cayman buttress plate system is generally effective in maintaining the relative position of weak bony tissue. No devices were available for evaluation. Due to insufficient information, we were unable to determine the root cause conclusively. Further investigation for this event is not possible at this time as no device and insufficient information was received by stryker. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Feedback from post market clinical follow-up for the cayman lumbar plates system was received. The physician replied, "poor bone (type b&c) can have poor fixation resulting in weak purchase of the screws," with regard to the statement, "the cayman buttress plate system is generally effective in maintaining the relative position of weak bony tissue." No adverse consequence to a patient has been reported. Upon receipt of additional information, a supplemental report will be filed.

Manufacturer narrative:
Device location unknown.

Event description:
Feedback from post market clinical follow-up for the cayman lumbar plates system was received. The physician replied, "poor bone (type b&c) can have poor fixation resulting in weak purchase of the screws," with regard to the statement, "the cayman buttress plate system is generally effective in maintaining the relative position of weak bony tissue." No adverse consequence to a patient has been reported. Upon receipt of additional information, a supplemental report will be filed.